Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): customer purchased a flowflex kit that displayed invalid results. No c line displayed. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. He has since thrown the test cassette away and cannot provide a picture. The kit was purchased at hannafords.